Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a procedure performed on (B)(6) 2011 and was explanted on (B)(6) 2018. As reported by the patient's attorney, the patient underwent a revision procedure of the advantage fit on (B)(6) 2018 due to urethral perforation. On (B)(6) 2018, the advantage device was replaced with a non-bsc device. Boston scientific has been unable to obtain additional information regarding the event to date.